Manufacturer narrative:
Correction - the manufacturing site information was updated in section g1.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 6.5 mmol/l (performa system) and 22.3 mmol/l (laboratory result). Afterwards, the reading from the patient's performa meter of 3.4 mmol/l was compared to a reading from a professional's meter resulting in a value of 15.9 mmol/l.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.